Event description:
Boston scientific received information that this pacemaker detected low out-of-range pacing impedances, high thresholds, loss of capture (loc) and oversensed noise on the right ventricular (rv) lead. The patient is pacemaker dependent however there was no asystole greater than 2 seconds. No adverse patient effects were reported. An x-ray revealed what appeared to be a lead fracture in the clavicle first rib area. Surgical intervention was performed. The device was explanted and replaced and the lead was surgically abandoned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.